Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) recommended device replacement. This device remains in service. No adverse patient effects were reported. Additional information was received that this patient would follow-up with their health care professional (hcp) for resolution. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) recommended device replacement. This device remains in service. No adverse patient effects were reported.